Event description:
Same event as MFR# 6000083-2007-00349. It was reported that during a pci procedure, the maverick2 monorail balloon ruptured. The 99% stenosed lesion was located in the calcified distal right coronary artery (rca). The ivus catheter was not able to cross the lesion. Following pre-dilation with a 3.0x12mm maverick2 monorail balloon, the lesion was confirmed with ivus imaging. Another MFR's stent was implanted. The physician used a kissing balloon technique with this balloon and a 2.0x12mm maverick2 monorail balloon to post-dilate the stent. The balloon ruptured at 10 atms on the second inflation. The initial inflation was to 12 atms. The procedure was successfully completed with another maverick2 monorail balloon catheter. There were no reported pt complications. Pt status listed as "good".